Event description:
It has been reported to philips that system was shutting down on its own and not restarting correctly. The system was in clinical use.there was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use for a diagnostic neurovascular procedure at the time of the event. The procedure was delayed as a result of the event but was able to be completed by restarting the system. Analysis of the system log files identified a start-up issue with the host pc that caused the system to shut down suddenly. Nevertheless, following the system restart, the problem did not recur. The philips field service engineer (fse) confirmed that the system was returned to use in good working order. To date, no similar issue has been reported to philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a start-up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the start-up issue may resolve, allowing for continuation and completion of the procedure. A start-up issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.